Event description:
It was reported that during central processing, that the tip-up fenestrated grasper tip is missing. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a broken grip towards the midpoint of grip. A piece approximately 0.186" x 0.864" was found to be broken off the yaw pulley. The broken piece was not returned.